Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The cable crimp was still attached to the pitch cable. No missing piece was found. The root cause of the broken pitch cable was attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument log for the permanent cautery hook instrument (part number 470183-14/ lot/serial number (B)(4)) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). The alleged instrument had 9 uses remaining after this last usage. This event is reportable malfunction event due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument had a broken cable. The procedure was completed with no report of patient injury. The permanent cautery hook (pch) is intended to be used with the da vinci system for precise dissection and division of tissue with monopolar cautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Follow-up attempts were performed to request additional information, but no further details have been received as of the date of this report.